Event description:
The customer reported that one of their obtv monitors will intermittently fail to alarm.

Manufacturer narrative:
The customer reported that one of their obtv monitors will intermittently fail to alarm. Obtv is only used with primary monitors that each have independent alarming functions. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).